Event description:
It was reported that a total of 4 infections have occurred since the implantable pulse generator (ipg) system was implanted at a frequency of one infection per year. The treatment for each infection was moving the ipg from the left side to the right side and then from the right side to the left side when the next infection occurred. With the most recent infection the ipg system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. The lead was discarded and the model/serial number is unknown. Without a device model and serial number the PMA/510(k), manufacture date and expiration date are unknown. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).